Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, an analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was a telemetry problem with the implantable pulse generator (ipg) and the device could not communicate with the programmer. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.